Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date na; product ID l-evolutfx-2329 lot:0012728262); product type: 0195-heart valves; implant date na; explant date na; product ID unspecified intravascular lithotripsy (serial/lot: unknown); product type: catheter; implant date na; explant date na; product ID unspecified percutaneous balloon (serial/lot: unknown); product type: balloon; implant date na; explant date na; product ID unspecified sheath (serial/lot: unknown); product type: sheath; implant date na; explant date na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve, during procedure, prior to the delivery catheter system (dcs) insertion, shockwave of the left femoralis-iliac was required for allow for dcs advancement. The smallest diameter measured on the left side was 5.5 millimeter (mm). Following the shockwave treatment, the dcs was inserted and the transcatheter valve was implanted via the left femoral access site. A control angiography showed a dissection the iliac artery and aorta descending to the artery renalis. As reported, there was good flow and the radiology consult noted treatment was not required. Left hip pain developed following lying on the procedure table for a ¿long¿ period of time. Hospitalization was prolonged due to longer bed rest. Pain medications were administered for the left pain occurred. A computed tomography (CT) was performed 2 days following the valve implant. The CT identified a dissection flap of the left iliaca communis and left fermoralis communis. Filling of vessels was confirmed. The left hip pain was reported as possibly related to the procedure. The physician indicated the dissection probably occurred during the intravascular lithotripsy (ivl) shockwave, percutaneous transluminal angioplasty (pta), and unspecified sheath advancement of the calcified iliac artery. The iliac dissection was also reported as causal to the procedure and possibly related to the dcs. The calcified iliac arteries also contributed to the dissection. Both events were reported as unresolved. The patient was discharged 4 days following the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the dissection of the left iliac resolved with sequelae 2 days following occurrence. The left hip pain resolved approximately 35 days following the valve implant procedure.

Manufacturer narrative:
Imaging review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. The left transfemoral artery was used as the primary access for the valve implant procedure. The smallest diameter reported of the left iliofemoral arteries was 5.5 millimeters (mm). Per the instructions for use (IFU) the minimum vessel size diameter is 5 mm to accommodate the 14f equivalent delivery catheter system. It was not possible to comment of the degree of calcification in the iliofemoral arteries without a computed tomography (CT) scan. There was evidence that a peripheral angioplasty of the left iliac artery was performed prior to the insertion of a large bore sheath. A fluoroscopic valve load inspection was performed and confirmed a good load. Peripheral angioplasty was performed again prior to the valve implant. The valve was deployed at a depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. Upon final release, the valve appeared to be well expanded without signs of aortic regurgitation/paravalvular leak. A peripheral angiogram performed at the end of the procedure revealed evidence of a possible dissection involving the abdominal aorta and left common iliac artery. No intervention was performed. Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the dissection of the left iliac had not resolved.